Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited loss of capture. Fluoroscopy was performed and revealed a dislodgement of the ra lead, and the right ventricular (rv) lead had lost its slack. The ra lead was explanted and replaced. The rv lead was repositioned and remained implanted. The patient was in stable condition.